Manufacturer narrative:
Initial and final MDR device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced three infusion set cannula kinked event in between 26-jun-2024 and 02-aug-2024 three or more hours after insertion. The infusion set was in use for approximately 5-6 hours. The glucose level was 17mmol/l . Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.